Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was turned on and off several times and no issues were found. The display assembly was replaced as a precaution. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator was auto cycling. There was no patient involvement.